Event description:
Ibc from pt stating his ms3 pump is malfunctioning, pump states line blocked. Pt changed the batteries reprogrammed the pump, changed tube, but it still said the same error. Pt then switched over to back up pump which is working fine. No a/e experienced during this malfunction. Sn (B)(4), exp 08/25/2018. Set up same day delivery via (B)(6). No further info known. Dose or amount: 70 ng/kg/min, frequency: continuous infusion, route: sq. Dates of use: (B)(6) 2016 to ongoing. Diagnosis or reason for use: pah.